Manufacturer narrative:
The attached user facility report was rec'd from the (B)(6) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The pt experienced elevated powers, hemolysis, low pi and suspected pump thrombosis. Within a few days the pump stopped. The pump reportedly clotted off. The pt was placed on medication and the pump was explanted.